Event description:
Same case as #6000093-2005-01280. It was reported that post a coronary drug eluting stent treatment procedure, a thrombosis occurred. The 90% stenosed lesion was located in the mid right coronary artery (rca). The lesion was predilated with a maverick balloon. The dr placed a taxus express2 3.5x24 drug eluting stent and a taxus express2 3.5x20mm drug eluting stent in an overlapping fashion. Both balloons were inflated to 18 atm's. The stents overlapped by about 5mm, in the middle of the lesion with the stents extending proximally and distally beyond the lesion. The results looked good with 0% stenosis and timi 3 flow. The pt showed mild bradycardia and was given neosynephrine and atropine. About 30 minutes later, the pt developed a mild rash on her chest. They determined that she was allergic to either the neosynephrine or atropine. During this time she was intubated and brought back to the cath lab where it was discovered that the rca was totally occluded at the stented area. A large portion of clot was removed with the angiojet followed by angioplasty with a 4.0mm quantum balloon. After the procedure was complete, she was given atropine again. This caused a more severe rash on her chest. Medication was administered to treat the rash. The act levels were reported to be well above normal levels. The pt had been taking plavix for a previously placed stent in the left anterior descending artery. This stent remained patent during the event. Pt was reported to be in stable condition. No further pt complications were reported.